Manufacturer narrative:
The customer contacted siemens to report that multiple reagent volume check errors were reported by the atellica im 1600 instrument and that during the period of volume check errors approximately 100 patient sample tests were processed. Siemens headquarters support center (hsc) reviewed the available information and found the reagent 3 probe had gone offline on the atellica im 1600 instrument. During troubleshooting of the reagent 3 probe 3 offline issue, the customer service engineer (cse) discovered the reagent probe 1 (rp1) tubing from the valve manifold had been cross connected to the reagent probe 3 (rp3) heater input and vice versa while servicing the instrument. During the time that the lines were cross connected, quality control (qc) for follicle stimulating hormone (fsh), total human chorionic gonadotropin (thcg) and luteinizing hormone (lh) were processed and gave a result of >2 sd to >3sd out of acceptable ranges or were flagged with calculation errors and insufficient reagent errors. Approximately 100 patient sample tests were processed while the lines were cross connected, and qc was out of range. Many failures were noted throughout the processing that prevented most tests from generating a test result. The patient samples were repeated, and results were not clinically different, as verbally stated by the customer. The customer did not provide the data for assessment. The cause of the multiple reagent volume check errors was the cross connected rp1 and rp3 tubing. The instrument is performing within specifications. No further investigation of this instrument is needed.

Event description:
The customer contacted siemens to report that multiple reagent volume check errors were reported by the atellica im 1600 instrument and that during the period of volume check errors approximately 100 patient sample tests were processed. There are no known reports of patient intervention or adverse health consequences due to the reagent volume check errors.